Manufacturer narrative:
The reported events of lead dislodgement, no capture, noise, under sensing, and low pacing impedance were not confirmed by analysis. The reported event of helix mechanism issue was confirmed by analysis. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's atrial lead exhibited noise and episodes of under-sensing. It was further noted that failure to capture occurred, and the pacing impedance was low. The physician determined that the lead was dislodged. During the reposition procedure, a helix anomaly was found which prevented the lead from successfully being fixed. The lead was then explanted and replaced. The patient was stable.